Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The generator interface board was reseated, and the calibration files were reloaded. The system was tested and operates as intended. This event could be a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system intermittently continued to fluoro after the exposure switch was released. No pt injury was reported.